Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a entire drawer failed with error message "device not detected on bus". A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 4-2 had failed and pockets were failed to detect on the communication bus. The field service engineer (fse) cleaned the contacts on the drawer controller boards in both sub-drawers and reseated the connections. The fse then ran hardware test application which showed that row b was missing pockets. The fse removed the pockets and reseated all tray bus connections which resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had an entire drawer failed with error message "device not detected on bus". The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.